Event description:
Provider states the cylinder is leaking oil and is not holding.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Returns findings: pump/leaky pump.

Event description:
Provider states the cylinder is leaking oil and is not holding.